Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The device was returned as a defoa for an unspecified speaker malfunction. There was no patient involvement.